Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened and visual inspection identified no irregularities. The battery and high voltage capacitors were removed and the hybrid was unfolded and analyzed. Upon powering up the device the device voltage was jumping around and the device reset itself. This continued in a loop until the power source was removed from the device. This behavior is consistent with an issue with the oscillating crystal within the radiofrequency (rf) circuit.

Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite using several different programmers. The device was reset with a magnet but this did not resolve the issue. This device was never implanted in a patient.